Event description:
The patient reported nosebleeds and oxygen saturations dropping (93%) with the use of the life 2000 device, in conjunction with a 3rd party concentrator and bubbler oxygen humidifier. The patient is an 82-year-old male with a relevant medical history of chronic respiratory failure. No medical intervention was required from the event. Additionally, the patient conveyed he was using the life 2000 device 24 hours a day and nose bleeds were occurring intermittently with use since starting lovenox approximately one month ago. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The patient reported nosebleeds and oxygen saturations dropping (93%) with the use of the life 2000 device, in conjunction with a 3rd party concentrator and bubbler oxygen humidifier. The patient is an 82-year-old male with a relevant medical history of chronic respiratory failure. No medical intervention was required from the event. Additionally, the patient conveyed he was using the life 2000 device 24 hours a day and nose bleeds were occurring intermittently with use since starting lovenox approximately one month ago. As a result of the patient¿s nosebleeds, the respiratory trainers went to assist in the home, reviewed the humidity options and the addition of a bubbler. The trainers reported when the life 2000 was hooked up to the concentrator, the patient¿s oxygen saturations were 98%; however, when the bubbler was added to the oxygen, the patient¿s oxygen saturations dropped to 93-97%. The respiratory trainers notified the patient that it was ok to use the bubbler setup if saturations were at or above 90% and referred to durable medical equipment (dme) company to contact for support with the humidifier use. The trainers additionally notified the patient that they cannot use the device with an active nosebleed and recommended swapping to an alternative means of oxygenation, informed them that the l2k is a positive pressure device which may increase dryness in the nares, and referred the patient to consult their hct. Follow up with the patient states he has been swapping to the mask option if/when the nosebleed occurs and have also switched to using the humidity during the daytime only based on their dme company¿s recommendation to limit use to 12 hours to prevent moisture buildup. The patient confirmed no medical attention has been needed and the nose bleeds have since resolved. The trainers stated the life 2000 device was functioning appropriately with no alarms/ error codes. There was no malfunction alleged and the patient is keeping the device. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Hypoxemia (low oxygen saturations) is a below-normal level of oxygen in the blood, specifically in the arteries. Normal adult blood oxygen levels typically range from 95 to 100 percent. For this event the patient¿s oxygen saturations stayed at or above 90%; therefore, the patient did not experience hypoxemia with the alleged saturation drop. Nosebleeds, also known as epistaxis, are caused by the rupture of a blood vessel within the nasal mucosa. They usually resolve on their own or are easily treated in a medical environment. In this event, the patient experienced intermittent nosebleeds and oxygen saturation drop (staying above 90%) which was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, and there was no need for medical or surgical intervention, indicating no serious injury occurred. There was additionally no alleged malfunction of the device. However, interaction/malfunction between the life 2000 device and both the 3rd party oxygen concentrator and humidifier cannot be ruled out at this time. If such an interaction/malfunction were to recur with the life 2000, 3rd party oxygen concentrator and humidifier, it is likely to contribute to a serious injury or death. Based on this information, no further action is required.